Manufacturer narrative:
Hospital retained - tested for infection.

Event description:
Second revision surgery - of the patient's right arm. The patient, a middle aged female, has a severe case of rheumatoid arthritis. There was a bone fracture/break of the distal tip of the ulna stem causing loosening of the implant. The surgeon had to replace with a longer stem to correct.

Manufacturer narrative:
The reason for this revision surgery was loosening of the stem; the tip of the stem was also damaged. The length of in-vivo service of the implant is unknown since an original surgery date could not be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the hospital retained the device to test for infection and was not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original explanted part. A search the djo surgical patient database was not conducted since biomet products and surgeries are not included at this time in the historical records. This event is deemed to be non-product related. It was reported that the bone fracture/break of the distal tip of the ulna stem causing loosening of the implant. No other conditions relating to this event could be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.